Manufacturer narrative:
A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that falsely elevated platelet results were generated while using the cell-dyn emerald analyzer. The customer provided patient result data on (B)(6) 2015, as follows (reference range (B)(4) for the initial result, retest reference range is (B)(4)) sid rasp: initial 42, retest 52, retested at another lab: 16. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a service history review, abbott field service evaluation, a search for similar complaints, and a review of labeling. A service history review for this instrument revealed no subsequent complaints of discrepant results being reported. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved part replacements per normal troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of cell-dyn emerald analyzer, list number 09h39 was identified.